Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant check, the atrial threshold was 3.25 v. Sensing and lead impedance measurements were acceptable. The lead was repositioned.